Manufacturer narrative:
Report source: article titled: "single-balloon kyphoplasty in osteoporotic vertebral compression fractures: far-lateral extrapedicular approach" by kyeong-sik ryu, m. D. , han-yong huh, m.d., sung-chul jun, m.d., chun kin park, m.d., ph.d. Method - device not returned, internal review of literature, follow-up with author.

Event description:
In an article titled "single-balloon kyphoplasty in osteoporotic vertebral compression fractures: far-lateral extrapedicular approach", the following events were reported: two levels of intradiscal leaks. Two levels of leaks into the paravertebral muscles. One leak into the paravertebral venous channel. Reportedly, "no pt complained of symptoms related with the extravasations." No additional information was reported. At the time of these events, kyphoplasty products were not distributed in (B)(4).